Event description:
While performing preventative maintenance on this bed, the hill-rom tech noticed the external bed exit alarm was not very loud. The bed was located in 3rd floor bed storage. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the external buzzer needed to be replaced. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the external alarm to resolve the issue. Based on this info, no further action is required.